Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The device was not working on ot table, during the surgery. Exact event date not confirmed by sales rep.

Manufacturer narrative:
Upon completion of the investigation it was noted that the catheter was visually inspected: no defects were noted. The catheters were irrigated with purified water: no occlusion was noted. The catheter was dried. The catheter was leak tested. No leaks were noted. Review of the history device records confirmed the valve product code 82-6202 with lot cnbbpn, conformed to the specifications when released to stock on the 10th february 2012. No root cause could be determined for the problem reported by the customer, as the catheter functions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Device was returned for investigation. Upon completion of the investigation a follow up report will be filed.